Event description:
A user facility patient safety officer reported on medwatch (B)(4) that during a cystoscopy bladder neck incision, ¿the machine stopped working and lost power.¿ the user facility also provided a serial number for a holmium laser which is not a recognized lumenis serial number. It was further reported that the subject device laser is the property of a laser rental company. Additionally, it was reported that no patient harm occurred.

Manufacturer narrative:
Lumenis made reasonable attempts, by telephone (three attempts) and by email (three attempts) to the initial reporter, to obtain further information regarding the event report requesting the identity of the laser rental company, contact information, physician name, patient identifier, condition of the patient, and laser product identification information. No response was received from the initial reporter. Absent subject device and patient information lumenis is unable to determine if the subject device is a lumenis product and to determine a cause for the event reported. Should further information be provided to lumenis, a follow-up MDR will be submitted.